Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011: the patient was pre-operatively diagnosed with status post anterior cervical discectomy and fusion, c5-6. Continued neck pain and c-6 radiculitis. Positive bone scans indicating possible non-union/pseudoarthrosis, c5-6 level and underwent the following procedures: exploration of fusion, c5-6. Right sided foraminotomy, c5-6, with decompression of c-6 nerve root. Posterior cervical fusion, c5-6, with placement of lateral mass screws by globus, with screws at c-5 and c-6. Use of autograft and bone morphogenetic protein. 5) use of operating microscope. 6) neuro monitoring times four extremities. Use of fluoroscopy. As per op-notes, ¿the bmp sponge which was the extra-extra small, which was ½ a sponge, had a small piece placed in the facet joint. The screws from the globus system were put in place with good bone fixation noted. Lateral fluoroscopic view showed good alignment of those screws. The patient then had a small rod contoured to fit the head of the screw. After the rods were connected the patient then had the lamina drilled down to bleeding bone at c-5 and c-6 and the other part of the bmp sponge was placed, more on the left than the right since there was an open foraminotomy on the right to help gain access with bone fusion in the posterior c5-6 level. A small piece of bmp was placed on the spinous processes after taking away the soft tissue with bovie electrocautery and drilling down to bleeding bone on the right side.¿